Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call by the customer's parent that the customer got hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of over 600 mg/dl at the time of the incident. The customer was at 150 mg/dl at the time of the call. The customer was given manual injections to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident and go no alarms on the pump since (B)(6) 2019. The caller was reporting pump under delivery as they were delivering boluses but they were not affecting the customer's blood glucose levels. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.